Event description:
It has been reported to philips that the system produced an error message of ¿anode stopped rotating¿ and shut down. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips remote service engineer (rse) that the equipment anode stopped rotating. Upon troubleshooting, it was found that the fuse f14 (mpdu) was opened and one of the monitors in the control room was burned out. The rse instructed the customer to replace the monitor and provided part ID . No further service provided from philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.